Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. However, insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown. The customer did not reported for motor position encoder error. The customer stated that the drive support cap was appears normal. The customer was able to successfully clear the alarm. The customer was able to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.